Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter prior to a procedure, there was a plastic bit coming out at the end of the reload, the part where the reload connects with the stapler. There was no patient involved.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted a white plastic component was protruding from the proximal end of the reload adapter. The portion of the electrically erasable programmable read-only memory (eeprom) (chip) housing had been damaged. This can occur with a user loading error. The gray plastic portion can be seen pushed into the adapter towards the proximal tip of the device. Damage in this fashion would not occur during product as the chip is inserted into the adapter, in that case the gray plastic portion would be pushed in the opposite direction of the adapter. Due to the described conditions, functional testing was precluded. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur due to over flexure of the reload while attached to the instrument. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.